Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported on (B)(6) 2026 a 4f amplatzer piccolo delivery system was selected for use in a procedure to close the patent ductus arteriosus (pda). During the procedure, whilst the delivery system and non-abbott wire were crossing the patient, the patient became hemodynamically unstable. A pericardial effusion was suspected; however, when attempting to drain the effusion, it was noted that there was none. A repeat echocardiography confirmed no pericardial effusion was present. It was suspected that a clot may have formed in one or more coronary arteries. The patient passed away.